Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(4)) displayed mid: 26 (low battery) error message was confirmed through functional testing and archive review. The issue was attributed to a low voltage battery. The lithium battery was replaced to remedy the issue. During visual inspection no physical damages were observed. The event log was reviewed and confirmed the occurrence of the mid: 26 error message. Functional testing was performed and observed mid:26 error message. The thermogard console is a reusable device and was manufactured in november 2014 and is almost 6 years old, beyond its expected serviceable life of 5 years. The aging of this console may have contributed to the low voltage battery. It is likely that the battery was never replaced for the past 6 years. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During setup, the thermogard console (sn (B)(4)) displayed mid:26 (low battery) message. No patient involvement.